Event description:
A report was received that the patient¿s implant was getting extremely hot inside the pocket site usually after charging. The burning sensation happened when the stimulation was turned off. The physician will try some conservative methods in addressing the sensation such as a topical patch or an injection. The patient will be re-evaluated after the treatment.

Event description:
A report was received that the patient¿s implant was getting extremely hot inside the pocket site usually after charging. The burning sensation happened when the stimulation was turned off. The physician will try some conservative methods in addressing the sensation such as a topical patch or an injection. The patient will be re-evaluated after the treatment.

Manufacturer narrative:
Additional information was received that the patient's pocket site pain was resolved after the physician's conservative treatment. No next course of treatment.